Event description:
It was reported to boston scientific that during the preparation of the gold probe hemostasis catheter for an esophagogastroduodenoscopy (egd) procedure, the tip was broken. The case was completed with another of the same device with no patient complications.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The device history record was not reviewed, since the lot number was not reported. The device was received with no apparent anomalies. The event description indicates the tip came off during preparation. Thus the user placed the tip back before returning the unit. The device was not used in the procedure. The failure was found during preparation. The ceramic tip detached while being inspected. The ceramic tip transition step and catheter were measured and found to be within specification. Residues of adhesive were present in the catheter. The required threats were located at the distal tip of the catheter. The cause of the reported event was undeterminable.